Event description:
While removing the dilatation catheter after completing a ptca procedure the catheter separated into two pieces. Both pieces were retrieved with no injury to the pt associated with this event